Event description:
Report 2 of 2: it was reported during use of bd vacutainer® ultratouch¿ push button blood collection set blood leaked from one device from a small crack in the luer. There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received two photos for investigation. The evaluation of these photos indicated a used split female luer adapter. Furthermore, ten retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported during use of bd vacutainer® ultratouch¿ push button blood collection set blood leaked from one device from a small crack in the luer. There was no health impact or consequences reported.